Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a3, b4, b5, b6, b7, d4, d10, g3, h2, h3, h6. Ref (B)(4) lot 61160983 screw, ref (B)(4) lot 61173042 screw, ref (B)(4) lot 61150955 shell, ref (B)(4) lot 61112355 liner, ref (B)(4) lot unk stem, ref (B)(4) lot 61167140 versys head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01270.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to pain, elevated metal ions, and pseudotumor. Pathology reports from the revision procedure revealed necrotic tissue, acute and chronic inflammation, and prosthetic debris. The stem was left intact. All other components were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00620004620 shell porous with holes. Cat# 00630504628 liner standard 28 mm i.d. Cat# 00625006525 bone screw self-tapping. Cat# 00625006530 bone scr 6.5x30 self-tap. Cat# 00771301200 modular femoral stem. Cat# 00801802802 femoral head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01134, 0001822565 - 2021 - 01135.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to a pseudotumor. Attempts have been made and no further information has been provided.